Event description:
A facility representative reported that following an implantable collaer lens (icl) implantation procedure the patient experienced excessive vault with significant reduction in iridiocorneal angles with elevated iop. The cause of the event was reported to be patient related factor. The complaint stated that "patient extremely reactive with schizophrenia, explantation decision". The lens was removed. Per the medical review this claim is deemed serious with unknown device causality.

Manufacturer narrative:
Claim: (B)(4). See claim: (B)(4) for fellow eye.

Manufacturer narrative:
D9: (B)(6) 2025 e1 - (B)(6). H3 - type of investigation code: 10- device evaluation: the lens was returned in liquid within a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic bent. Dimensional inspection found the returned lens did meet original values measured at the time of manufacturing. Claim (B)(4).